Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in an unknown vessel was attempted with three proglide devices, relative to a transcatheter aortic valve implantation (tavi) procedure. It is unknown if all three devices were used in the same or separate procedures. Reportedly, all three device were 'fragile at the end'; the suture became detached in all three devices and caused a dissection of the artery. Three additional proglide devices with the same lot number were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture detachment and fragile appearance could not be determined. The reported patient effects are a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.

Event description:
Subsequent to the filing of the initial medwatch report additional information was received: reportedly, during the procedure the sutures were left out to dry (not covered with saline soaked gauze).